Event description:
Just the other day my mom was sitting in the step n rest. When she got up the front wheel broke off. This caused my mother to fall on her shoulder and receive a cut over her eye from her glasses. She ended up fracturing her shoulder and she got a laceration over her eye.